Event description:
It was reported that the spider 2 tenet won't lock. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation did not reveal any problems as the unit passed testing including the 30 pound weight test. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.